Event description:
Based on the information received on (B)(6) 2017 the case initially processed as non-serious has been updated to serious because of addition of a serious event of device malfunction. This case is cross referred with the case (B)(4) (cluster). This unsolicited case from united states was received on (B)(6) 2017 from nurse. This case concerns an (B)(6) female patient who received treatment with synvisc one injection and after unknown latency was unable to bear weight, experienced severe pain in left knee/ stabbing burning pain in left knee and had 90 cc of effusion, also, device malfunction was identified for the reported lot number. No medical history, past drug, concomitant medication and concurrent condition was provided. On (B)(6) 2017, patient received treatment with intraarticular synvisc one injection, at a dose of 6 ml, once (batch/lot number: 7rsl021 and expiration date: 31-may-2020; indication: not provided) in left knee. On an unknown date in (B)(6) 2017, after unknown latency, the patient experienced severe pain, was unable to bear weight, and stabbing, burning pain that lasted 3 weeks in her left knee. On (B)(6) 2017, the physician aspirated 90 cc of effusion. Corrective treatment: not reported for all events outcome: unknown for all events a pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events is under investigation. Once this investigation is completed, corrective and preventive actions will be implemented. Seriousness criteria: important medical event for device malfunction. Additional information was received on (B)(6) 2017 (processed with clock start date of (B)(6) 2017). Global ptc number and ptc results were added. An additional event of device malfunction was added with details. Clinical course was updated and text was amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated 30-nov-2017: this case concerns a patient who has received synvisc one injection from the recalled lot and experienced stabbing pain in left knee and was unable to bear weight. A temporal relationship can be established with the product administration. Furthermore, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.